Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right lateral thoracic artery using a lantern delivery microcatheter (lantern), a non-penumbra guide catheter, and a guidewire. During the procedure. The physician successfully implanted the initial coils into the first branch of the target vessel using the lantern. While re-advancing the lantern to select another branch, the physician experienced resistance and the lantern would not advance more than halfway over the guidewire. Subsequently, the physician noticed blood leaking out of a small crack on the mid-shaft of the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same guide catheter, and the same guidewire. There was no report of an adverse effect to the patient.